Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention took place on (B)(6) 2021 wherein the paddle lead was repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experience ineffective therapy. X-rays showed that the lead was sitting in the subcutaneous soft tissue and not in the epidural space since the original implant. Surgical intervention may take place to address the issue.